Event description:
Patient reported the manufacturer representative said electrodes implanted in wrong space in spine. Charging starts out excellent then goes to try again all the time. The rep removed all programming from trial and put in simple program so battery in implant does not discharge as fast. The issue is not resolved - pt plans to have it removed.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. H6: previously reported annex f code f26 is not applicable to the event. Correct code is reported in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that pt asked if there was anyway to tell if the ins was working as they never felt the stimulation. Pt said that they didn't know why they were talked into this ins that they had to charge every couple hours. Pss reviewed with the pt that the ins battery life was dependent on therapy settings/usage. Pss asked the pt to unlock the controller to check to see if the therapy was on or not and pt said that they turned the ins off so that they didn't have to charge the ins. Pt said that the way the device charges was awful. Pt said however that even if the ins was on, they wouldn't feel the stimulation. The patient was redirected to their healthcare provider to further address the issue.  Pt said that they weren't too happy with their rep. Pt said that they should have put the device in that would last 9 years. Pss reviewed expected ins longevity with the pt.